Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that the patient underwent a surgery in 2020 to implant a tfna. Eighteen months ago, the patient started complaining of hip pain, and it was discovered that the tfna perforated screw has migrated into the pelvis and is no longer within the nail. The patient was scheduled for an extraction surgery on (B)(6) 2023. The surgeon¿s plan is to revise to a total hip replacement. This report involves one unk - nail head elem: tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nail head elem: tfna / unknown lot. Part and lot numbers are unknown; UDI number is unknown. D6a: implant date was an unknown date in 2020. D9: complainant part is not expected to be returned for manufacturer review / investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.